Manufacturer narrative:
Zimmer biomet complaint (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. Reviewed both dhf¿s and the correct label is attached to the label page. Pulled product labeled 32-482524 lot m981270 and confirmed that all five parts are actually 13040 lot m955090. It was verified non of the mislabeled product was in the field. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the incorrect trial was received. A ring was packaged in the container for a vanguard trial bearing. This was found at a distributor's office. No patient involvement.